Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter, ubd: 07-dec-2014, UDI#: (B)(4). Evaluation of implantable catheter serial number (B)(4) revealed damage to the transition tubing and a slice-cut in the body of the catheter. Leaking was observed from the site of the slice cut during pressure leak testing in the lab. Interrogation of the pump revealed the device had been programmed to deliver 1,000.0 g/ml of morphine at 135.0 g/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. The patient¿s implantable infusion system was returned to the manufacturer without a complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.